Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13524. It was reported that the patient developed an infection at their extension site. As a result, surgical intervention was taken to explant and replace the devices.